Event description:
It was reported that the procedure was to treat a lesion located in the moderately tortuous, heavily calcified tight lesion in the mid circumflex artery. An attempt was made to predilate with the 1.20 x 6 mm mini trek balloon catheter, which was advanced against heavy resistance to the lesion; however, the balloon ruptured on the first inflation of 14 atmospheres (atm). The procedure was completed using the another 1.20 x 6 mm mini trek balloon catheter. There was no clinically significant delay in the procedure and adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported balloon rupture was not confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical devices: guide wire: bmw universal ii, inflation: abbott, guide cath: cordis. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.